Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
The patient complained of persistent symptoms and underwent a revision surgery. The existing instrumentation was to be extended in order to stabilize the spine over a longer distance. When removing the already implanted rods, the surgeons determined that the screw was broken and removed it. A new larger diameter screw was implanted.